Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported by the sales rep in the additional information received, the procedure was an endovascular procedure, more specifically, a percutaneous transluminal angioplasty (pta) of a dialysis shunt. The aviator balloon burst circumferentially during the procedure. The balloon had been inflated several times (far) above rated burst pressure. When the balloon was attempted to be removed, the doctor used excessive force which resulted in separation of the aviator balloon. One part of the balloon was able to be removed from the patient. The patient then underwent an emergency surgery to remove the other piece. Additional information was received and the treated patient with the stenosed dialysis shunt was performed with a pta 7x4mm aviator balloon. Indeed the balloon ruptured circumferentially and was broken in the shunt. The part that was removed was send back to cordis for inspection. The patient underwent a small surgical intervention, and the last part of the balloon was removed from the vessel. The condition of the patient is very well, and the shunt is still open. The balloon was overinflated several times, and that this probably was the reason for the radial burst. The patient is still alive, which was confirmed today by the physician by checking the medical files of the patient. As reported by the sales rep in the additional information received, the procedure was an endovascular procedure, more specifically, a percutaneous transluminal angioplasty (pta) of a dialysis shunt. The aviator balloon burst circumferentially during the procedure. The balloon had been inflated several times (far) above rated burst pressure. When the balloon was attempted to be removed, the doctor used excessive force which resulted in separation of the aviator balloon. One part of the balloon was able to be removed from the patient. The patient then underwent an emergency surgery to remove the other piece. Additional information was received and the treated patient with the stenosed dialysis shunt was performed with a pta 7x4mm aviator balloon. Indeed the balloon ruptured circumferentially and was broken in the shunt. The part that was removed was send back to cordis for inspection. The patient underwent a small surgical intervention, and the last part of the balloon was removed from the vessel. The condition of the patient is very well, and the shunt is still open. The balloon was overinflated several times, and that this probably was the reason for the radial burst. The patient is still alive, which was confirmed today by the physician by checking the medical files of the patient. A non-sterile aviator plus .014 7.0x20 142cm was received coiled inside of a plastic bag. Product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. With a naked eye visual inspection, a balloon separation condition can be observed. Also, a kinked condition was detected at 26 cm from the distal section. No other damages or anomalies at the part was detected. A leak test and inflation/deflation test could not be performed due to the balloon¿s condition. Scanning electron microscopy (sem) analysis results showed that the external surface of the balloon presented evidence of scratches, abrasion marks and splits near to the balloon rupture/separation. It¿s very likely that the same factors that caused these damages on the balloon¿s outer surface could have also contributed to the burst\ rupture found on the received balloon. The internal surface did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17327625 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon separated - in-patient¿ was confirmed through analysis of the returned device. However, the exact cause of the balloon rupture, kinked condition, and separation could not be conclusively determined during the analysis. Based on the limited information available for review, procedural/handling (multiple over-inflations of the balloon and excessive force to remove the ruptured balloon) factors of the device may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the device should only be used by physicians who are trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty in the indicated arteries. Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization.¿ as cautioned by the IFU, ¿caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. The procedure was an endovascular procedure, more specifically, a percutaneous transluminal angioplasty (pta) of a dialysis shunt. The aviator balloon burst circumferentially during the procedure. The balloon had been inflated several times (far) above rated burst pressure. When the balloon was attempted to be removed, the doctor used excessive force which resulted in separation of the aviator balloon. One part of the balloon was able to be removed from the patient. The patient then underwent an emergency surgery to remove the other piece. Additional information was received and the patient with the stenosed dialysis shunt was treated with a pta 7x4mm aviator balloon. Indeed the balloon ruptured circumferentially and was broken in the shunt. The patient underwent a small surgical intervention, and the last part of the balloon was removed from the vessel. The condition of the patient is very well, and the shunt is still open. The balloon was overinflated several times, and that this probably was the reason for the radial burst. The patient is still alive. A non-sterile aviator plus .014 7.0x20 142cm balloon catheter was returned. Per visual analysis a separation balloon condition was noted. The device was returned with only a 0.8cm section of balloon at its proximal end; the rest of the balloon and inner body was not returned. Also a kinked condition was detected at 26 cm from the distal section. No other damages or anomalies were noted. Per functional analysis the condition of the returned device precluded leak or burst tests. Per sem analysis the external surface of balloon revealed evidence of scratches, abrasions marks and splits near to the balloon rupture and it¿s very likely that the same factors that caused these damages on the balloon outer surface also contributed to the burst noted. The internal surface did not reveal any evidence of damages. The balloon separated edges revealed evidence of elongation, which may be attributed to tensile forces exceeding material yield strength. No other anomalies were found during the analysis. A product history record (phr) review of lot 17327625 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿balloon separated - in-patient¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (dialysis shunts have been known to be fibrosed and resistant to balloon angioplasty) and procedural factors such as repeated over inflations may have contributed to the burst as evidenced by scratches, abrasions and splits noted on the outer surface during analysis, and the elongations at the separated surfaces indicative of the application of excessive force during balloon withdrawal. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ ¿caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
It is currently unknown if the device is available for evaluation. A review of lot 17327625 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal coronary angioplasty (ptca) of a shunt the balloon was torn in the width and a part remained in the vessel. The users worked to get the rest out however they were unsuccessful.